Event description:
Voluntary medwatch report received noted that the right ventricular lead exhibited an integrity issue. No intervention or adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5155858. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.